Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported a cross arm brake was needed. No pt injury was reported.